Event description:
Received info stating customer's pump delivered two boluses for one entry. Reportedly, the customer's blood glucose (bg) level went low. Customer ate and drank to correct bg level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.